Event description:
3/2005: the test strips involved in this case have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have failed visual testing due to the top tape of the test strips being misaligned. At this time, company consider this matter closed.